Event description:
The patient was undergoing a coil embolization procedure in the renal fistula using a px slim delivery microcatheter and ruby coil. During the procedure, the physician noticed the ruby coil distal end (3mm) traveled through the arterial flow. The physician retracted the ruby coil but got caught on the tortuous anatomical curve of the vessel. The ruby coil unintentionally detached while being retracted. The physician removed the slim microcatheter with the detached ruby coil inside. The ruby coil was flushed out of the slim microcatheter and the procedure successfully continued using the same slim microcatheter and additional ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.